Manufacturer narrative:
Exact date unknown, event occurred for several months in (B)(6) 2019.

Event description:
It was reported that the patient was having discomfort at the pocket site due to the ipg moving around and can pinch her skin. The patient underwent a revision procedure wherein the ipg was relocated.